Event description:
The hcp reported that the pump was explanted 45 months after implant. The device was returned to the manufacturer for analysis. The patient experienced an abrupt cessation of therapy and catheter and rotor/motor studies were performed. No problems were noted during these studies. The patient continued to have poor pain control and the "pump was not appropriately emptying." In surgery, the catheter was found to have an excellent flow of csf. A bolus was programmed, but no fluid was forthcoming. A second bolus was given with the same result. A new pump was implanted and the patient is experiencing the previous state of "good pain control."